Event description:
Reporter said, he used product 3 weeks ago and product pulled skin. Consumer again used product 5 days ago. Product was left on for four hours. It pulled his skin again. He wanted to know if this was normal. He has an appointment with the doctor today.